Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to unexpected myopia from the patient's right eye. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. The customer provided information on the removal of the lens and indicated lens had an amputated haptic, and the lens was removed whole. Visual inspection using a microscope at 12x magnification showed that the lens is damaged, and was most probably to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. The complaint could not be confirmed. A manufacturing record review was completed for the tecnis multifocal intraocular lens. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within power specification. A search on complaints revealed that no other complaints for the production order were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. A review of the directions for use (dfu) was performed. The reported reason for explant, myopic is not listed in directions for use. The dfu however, adequately provides instructions and precautions for the proper use, handling, and implantation of the lens. All pertinent information available to abbott medical optics has been submitted.